Event description:
It was reported that during a lap nissen fundoplication procedure, the teflon pad melted. Took a new instrument to complete the case. No further information is available. There was no adverse patient consequence.